Event description:
Customer reported a no delivery alarm on her insulin pump. Customer's blood glucose is 134 mg/dl. Customer was unable to troubleshoot because she had taken everything off already and she was not feeling well. Customer was advised to change her infusion set and reservoir, and to call back if the issue recurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.